Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to usage, the nim console device does not start up properly. (It was tried several times and got started). The dock on the right side cannot be used. The console and patient interface could not be connected wirelessly ; the console does not recognize. There was no patient involvement. A back up device in the hospital was used for the procedure.

Manufacturer narrative:
Product ID : nim4cm01 , serial / lot number : (B)(6) : h3 : product analysis was completed and found that the power management board was failed. H6 : fdc d02 is applicable and previously applied codes fdc d16, img g02030 is no longer applicable. Product ID: nim4cpb1 , serial / lot number : (B)(6) : h6 : fdc d20 is applicable and previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID : nim4cm01, serial / lot number: (B)(6) / 221233319. H3: as per the initial observation results of the product, the reported issue of dock on the right side cannot be used was confirmed. Product ID: nim4cpb1, serial / lot number : (B)(6) / 221265447 : h3 : as per the initial observation results, the product was found unable to charge. H6 : codes updated. Previously applied codes fdm b21 and fdr c21 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.